Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a consumer regarding their implanted pump which was used to deliver an unknown drug. The indication for use was spinal pain. The consumer reported that their pump was explanted on (B)(6) 2013 and thought that the stupid pump should never have been implanted or suggested. No patient symptoms were reported. Further follow up was done to determine drug information, the patient's medical history, if diagnostics or troubleshooting were done, if there was a device or therapy issue.